Event description:
Patient has a prior history of sustaining an injury to his left shoulder and was previously treated at an outside hospital with a percutaneous spinal cord stimulator. He states he has had several fractures of his lead to the stimulator, and he has previously undergone revision at least 3 or 4 times. He was seen in clinic and evaluated for a fractured lead.lead went with vendor.he has been well treated with spinal cord stimulation for a number of years, but this device has fractured, and he is in need of a new stimulator lead.